Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had several issues. Customer's blood glucose level was unknown. Customer stated that the insulin pump had cracks on the battery compartment, battery does not last long, buttons were hard to press, and had a failed battery test alarm. No troubleshooting was performed. The insulin pump will not be returned for the analysis.